Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during fill 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting the alarm. The hp revealed that a supply bag fell off the table and disconnected. The tsr advised to report the alarm to peritoneal dialysis nurse the following morning. The hp to finish that night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The ail pcb (air in line printed circuit board) was recalibrated to resolve the failure code 810:11.

Event description:
During service at baxter, a technician discovered that a colleague infusion pump that had failure code 810:11 that was caused by an out of calibrated ail pcb (air in line printed circuit board). The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).